Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. On (B)(6) 2017, the patient's blood glucose result was "hi" mg/dl and the mother took her to the hospital. The blood glucose results at the hospital were not provided. At the hospital, the patient stayed on a drop for hydration - 01 liter, and she also had regular insulin administration via IV. The patient stayed in the emergency room for "a couple of hours". On (B)(6) 2017, the patient's blood glucose result was 473 mg/dl and the mother took her to the hospital. The blood glucose results at the hospital were not provided. At the hospital, the patient stayed on a drop for hydration - 01 liter, and she also had regular insulin administration via IV. The patient stayed in the emergency room for "a couple of hours". The infusion device was requested to be returned for product evaluation.